Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the full lead was returned for analysis and no anomalies were found. It was also noted that blood/body fluid was observed on the proximal conductor (not obstructed) and in/on the helix/lobe mechanism, the outer insulation was breached cut, and the lead was damaged at implant.

Event description:
It was reported that the helix required greater than 25 turns. The physician opted for a different lead to complete the procedure. No patient complications were reported as a result of this event.